Event description:
It was reported that patient was taken to operating room for a pump explant and planned for temporary mechanical circulatory support systems (mcs) support. It was suspected the pump was infected. The patient was then reimplanted on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported infection could not be conclusively determined through this evaluation. (B)(6) appeared to have been exposed to a fixative agent before being sent to abbott for evaluation. The device was returned assembled with the pump cable severed approximately 7¿ from the pump header. An additional portion of the pump cable was returned, measuring approximately 3". The remainder of the pump cable (including the inline connector) and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft hardware. The cuff lock had been disengaged prior to the pump's return for evaluation and the apical cuff was not returned with the device. Upon disassembly of the pump, examination of the blood-contacting surfaces revealed no developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, 36, rev. D, are both currently available. Section 1 of the IFU, "introduction," lists infection (localized, driveline, and pump pocket) as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management," also lists infection as a potential late postimplant complication. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was taken to operating room for a pump explant and planned temporary mechanical circulatory support systems (mcs) support. It was suspected the pump was infected.